Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. Device is not distributed in the united states, but is similar to device marketed in the USA. The burr was analyzed for conformance to print specifications as well as the device history record was researched; no abnormal findings were identified. The cross section surfaces of the returned part shows no irregularities. Unfortunately the other bit was not returned for inspection therefore the exact cause which led to this breakage is undetermined. Please note; blunt burr require more mechanical power during application, therefore it is recommended that blunt or damaged instruments need to be exchanged before surgery. No product fault could be detected.

Event description:
The burr cranial broke during an operation. This is 1 of 1 report for complaint (B)(4).